Event description:
Boston scientific received information that this patient's monitoring system detected a yellow alert (voltage was too low for projected remaining capacity). The local representative contacted boston scientific's technical services (ts) to discuss the issue and was informed that the device should be replaced. Subsequently, the local representative contacted the warranty department to report that the patient had been scheduled for device replacement due to fault code#1003. The patient was seen in-clinic after experiencing a ventricular fibrillation (vf) epsiode. Upon interrogation, a fault code#1003 (voltage was too low for projected remaining capacity) was displayed. The patient was presented to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault (fault code 1003) had been recorded on (B)(6) 2012. Engineering calculations determined that this device did not meet expected longevity. External visual inspection of the device noted no anomalies. Manual bench testing confirmed that all manual lead impedance measurements were within normal range and the device was capable of delivering both bradycardia and tachycardia therapies as programmed. The device was put through and passed automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, memory and recording functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The device is enroute to boston scientific post market quality assurance laboratory to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.